Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient is alleging veins swelling, and fingertips have burning sensation and believes that the mask caused an allergic reaction. The allegation of veins swelling, and fingertips have a burning sensation have been reviewed by the clinical expert. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on information available at this time the allegation is assessed as non-serious injuries. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death and will be reported as a product problem only, as the events do not meet the definition of a reportable complaint of serious injury per the FDA regulations (21 cfr 803). There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.